Event description:
The reported stated that after 17 days of intubation, the cuff was found leaking. The pt was sent to the emergency room for first aid. The tube was removed from the pt and a hole was found in the cuff.

Manufacturer narrative:
Examination and testing of the tube confirmed a leak from a small s-shaped hole int eh cuff. A root cause for the hole could not be determined; however, it does not appear to be a manufacturing issue. The product is 100% leak tested during MFR. A leak of this nature would have been detected during product inspection or during pre-use testing by the end user. The reporter stated that the product had been in use for 17 days before a leak was noted. This is consistent with damage during user handling. The device history could not be reviewed without a reported lot number as a reference. Smiths was able to confirm the issue and determine the cause. This issue is being monitored. No additional action is necessary at this time. Smiths considers this MDR closed with this report.